Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an overheating issue. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, investigation conclusion), h11 corrected fields: e1 (initial reporter), h6 (type of investigation) a getinge fse evaluated the device and replaced both fans. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received cable assy fan 31 ebm, cable assy fan 31 ebm with a reported unit failure of over temp alarm. The fat dept. Performed a visual inspection of all components received and confirmed that no physical damage or abnormalities were observed. The fat dept. Installed the cable assy fan 31 ebm, and cable assy fan 31 ebm into cardiosave test fixture. Testing was conducted both jointly and separately in accordance with factory specifications. The functional testing was performed for approximately two hours. During this evaluation, the fat dept. Was unable to reproduce the reported failure.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type), h11. A supplemental report will be submitted upon completion of our investigation.